Event description:
The customer required medical assistance from the paramedics due to low blood glucose levels. The customer attempted to treat the low blood glucose by drinking juice during the call. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.